Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient was admitted from a community hospital with a driveline infection. The patient had drainage from the exit site and a blood test was positive for infection. On admission to the implanting center, the patient's temperature was 99.4 degrees fahrenheit and white blood cell count was in normal range. The patient was started on intravenous vancomycin with plan of care to discharge the patient home on oral antibiotics. No further information was provided.